Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, patient went back numerous times due to all the glare and vision distractions. It has actually made patient vision worse overall. It was been two years and still not used to it and now the other eye was showing need to. Additional information has been requested.